Event description:
Pt found to have been discharged from central telemetry unit. This 76 yr old indian female was admitted for cva, was s/p pacemaker insertion, being monitored on the telemetry unit at approximately 3:28 p.m. A strip (EKG) was run on this patient. At approx. 6 p.m. Patient found to be unresponsive and with palpable pulse. On inspection of equipment patient found to be discharged from the central telemetry unit & data on the patient was irretrievable. Patient was appropriately connected. Four specific steps are necessary to discharge the patient. Staf is very familar with equipment & deny discharging patient inadvertentlydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, performance tests performed. Results of evaluation: none or unknown, none or unknown, none or unknown, telemetry equipment. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.